Event description:
Pt. Complained of pain 3 months post-op...xray revealed two gll anchors implanted in surgery 04-04-97 had migrated from insertion site. Second procedure contemplated to remove anchors. Surgery has not yet been scheduled.